Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pulling pains and mammary volume increase". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported "a pulling pains and mammary volume increase" and that the patient had an ultrasound which diagnosed a liquid accumulation around the right implant. Analysis of the liquid removed showed cd30+ and alk-. Diagnosis is bia-alcl. This relates to the right side. The device has been removed.